Manufacturer narrative:
The customer's complaint was not replicated during in-house testing of retained devices of lot number t13705rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. Lot performed within specification. Manufacturing batch records for lot t13705rn were reviewed and found that the lot met final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.

Manufacturer narrative:
The customer's complaint was not replicated with in-house testing of retain devices of lot number t13829rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. The lot performed within specification. Manufacturing batch records for lot t13829rn were reviewed and found that the lot met final release specifications; however. The lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retained devices of lot number t13829rn. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. The lot performed within specification. Manufacturing batch records for lot t13829rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no infication of a product deficiency and no corrective action is required.

Event description:
Event occurred in the USA. Cardiac results: tni= <0.05 ng/ml; cutoff: 0.05 ng/ml. Beckman unicell dx results: 0.0112, 0.035, 0.040, 0.046 ng/ml; cutoff: 0.034 ng/ml. Dln: t13829rn. Sn: (B)(4). On 4/28/2023: customer reported correlation issues with different blood tubes, edta for quidel and heparin for beckman. Quidel reported below the cutoff, while beckman reported above. No patient symptoms, treatment, or diagnosis available. Some edta samples may have exceeded the 4-hour stability window. Patients were not treated based on triage results.